Event description:
During general surgery, (hernia) procedure, tech was grasping peritoneum when double action jaw broke into pieces. Surgery was delayed by 30 minutes. No serious injury or death reported.

Manufacturer narrative:
Manufacturing site eval: eval is on-going.